Manufacturer narrative:
E1 initial reporter phone no.: (B)(6) the device was received for evaluation. During functional testing, the customer reported that ¿failed the flow rate accuracy test, with values of 21.170 g and 21.215 g¿ was reproduced. The device was tested for flow rate accuracy at two delivery rates and delivered with an error percentage of 5.27% and 5.59%, which is over 5% specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the finger pressure plates, valve pressure plates, m2 and m3 out of adjustment. The pressure plate travel, finger pressure plates, valve pressure plates, m2 and m3 will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate accuracy during testing, with values of 21.170 g and 21.215 g during an unspecified process step. There was no patient involvement. No additional information is available.